Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (INS) for urinary dysfunction/sacral nerve stim. It was reported that the patient mentioned the lead was replaced on (b)(6) 2025 because their healthcare provider (HCP) thought the original lead was causing the previous INS batteries to drain. The patient stated that their HCP had told them that their first INS battery would last 5-10 years and it lasted just under 5 years, so there was no concern with longevity for the first INS battery. However, the patient stated that the INS batteries after that did not last as long as expected. The patient noted that most of the INS batteries after the first one only lasted about 2 years.

Manufacturer narrative:
Continuation of D10: Product ID 3889-28, Lot# V018342, implanted: (b)(6) 2007, Explanted: (b)(6) 2025, Product Type LEAD. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.